Event description:
A healthcare facility in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that an mr290v vented autofeed humidification chamber was not auto filling. This was noticed during use on a patient. No patient consequence was reported. Additional information received from the healthcare facility confirmed that the complaint mr290v chamber had been discarded.

Manufacturer narrative:
(B)(4). The complaint mr290v chamber was not returned to fisher & paykel healthcare for evaluation as it had been discarded at the healthcare facility. Our analysis is accordingly based on the event description and our knowledge of the product. Without a complaint device we are unable to determine what caused the problem observed by the healthcare facility. The mr290 is a single use autofeed humidification chamber used to maintain constant humidity level for the patient. It has a unique dual float mechanism that uses independent floats to control the amount of water which flows into the chamber and to safely maintain a constant water level inside the chamber for optimal humidification. Under normal circumstances, the blue "primary" float controls the water level in the chamber and the white "secondary" float acts as a backup to prevent overfilling if the primary float fails to operate. The mr290 user instructions illustrate that the water source (bag or bottle) must be mounted a minimum of 50 centimeters above the chamber to ensure proper water flow. It also advises that the filter cap must be opened if a water bag or bottle is used. The user instructions also state "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."